Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedances have been rising steadily since (B)(6) 2012. The increase has appeared to have leveled off. No intervention has been reported to date. No patient complications have been reported as a result of this event.